Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the buttons on the keypad were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the pump powered up with a distorted display, therefore, the original complaint could not be adequately investigated. The pump¿s cover was removed and no damage was found to the display screen. The keypad rubber was undamaged and all buttons had a normal press/spring back. The keypad was removed and no contamination or damage was found to key¿s contacts. The failure was persistent with a test display use; there was a single component failure noted.